Event description:
This customer reported a pacer failure/error message. There was no pt involvement reported.

Manufacturer narrative:
(B)(4). This customer reported a pacer failure / error message. There was no pt involvement reported. The device was evaluated by a philips field service engineer and the reported symptom was duplicated and associated errors were found on the error log. Replacement of the power pca resolved the symptom.